Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the monitor board. The monitor board will be replaced to remedy the report. The device will be recertified and returned to the customer. The device was recertified and returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.